Event description:
Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references#: (B)(4). Dealer reference number: (B)(4) from benco. This initial serious case report was received on 04-oct-2024 from the dentist via dealer by email. Follow-up #1 was received on 06-nov-2024 from quality department. All information were processed together. The report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. No further information was available regarding the dentist. On an unspecified date, during dismantling, the needle poked 2 dental assistants through the hard purple plastic. Other information of product: batch: #f12595aa, expiry date: 31-aug-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Follow-up #1: received quality investigation report. Manufacturer's preliminary comments: based on the first information available, the report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. During dismantling, the needle poked 2 dental assistants through the hard purple plastic. Dismantling can happen following mishandling by the practitioner (such as high pressure applied), which may induce accidental needle stick and exposure to contaminated body fluid. However, quality defect cannot be excluded pending qir and further information. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: the claimed defective device was not returned for investigation, and the batch records and traceability didn't show any deviation or event that could be related or have impact on the reported issue. All specific warnings, instructions of use and cautions are listed in the IFU and delivered with the product to prevent any incident. In order to avoid any prick's risk during use, we recommend respecting the IFU during devices use, especially never recap needles by hand. No quality defect concluded but use error/abnormal use (mishandling) cannot be ruled out without further information and is suspected as the main root cause. In the risk table ar028.01, this incident is covered under the hazard ID use. Sofij2-014 opening & closing - the practitioner unscrews the needle badly. The practitioner injures himself/herself by taking off the needle from the syringe - hazardous situation of contact of the practitioner with a potentially contaminated needle - user harm: needle-stick injury with potentially contaminated needle; pain. Use error is mainly suspected. Since the root cause is undetermined, no specific corrective action was implemented for this complaint. No root cause concluded. Use error/abnormal use is mainly suspected. Risk covered. No CAPA.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. During dismantling, the needle poked 2 dental assistants through the hard purple plastic. Dismantling can happen following mishandling by the practitioner (such as high pressure applied), which may induce accidental needle stick and exposure to contaminated body fluid. However, quality defect cannot be excluded pending qir and further information. Based on the preliminary analysis, pending quality investigation, no CAPA is required. Manufacturer's final comments: the claimed defective device was not returned for investigation, and the batch records and traceability didn't show any deviation or event that could be related or have impact on the reported issue. All specific warnings, instructions of use and cautions are listed in the IFU and delivered with the product to prevent any incident. In order to avoid any prick's risk during use, we recommend to respect the IFU during devices use, especially never recap needles by hand. No quality defect concluded, but use error/abnormal use (mishandling) cannot be ruled out without further information and is suspected as the main root cause. In the risk table ar028.01, this incident is covered under the hazard ID use. Sofij2-014 opening & closing - the practitioner unscrews the needle badly. The practitioner injures himself/herself by taking off the needle from the syringe - hazardous situation of contact of the practitioner with a potentially contaminated needle - user harm: needle-stick injury with potentially contaminated needle; pain. Use error is mainly suspected. Since the root cause is undetermined, no specific corrective action was implemented for this complaint. No root cause concluded. Use error/abnormal use is mainly suspected. Risk covered. No CAPA.

Event description:
Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references (B)(4). Dealer reference number: (B)(4). This initial serious case report was received on 04-oct-2024 from the dentist via dealer by email. The report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. No further information was available regarding the dentist. On an unspecified date, during dismantling, the needle poked 2 dental assistants through the hard purple plastic. Other information of product: batch: #f12595aa, expiry date: 31-aug-2028. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Manufacturer's preliminary comments: based on the first information available, the report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. During dismantling, the needle poked 2 dental assistants through the hard purple plastic. Dismantling can happen following mishandling by the practitioner (such as high pressure applied), which may induce accidental needle stick and exposure to contaminated body fluid. However, quality defect cannot be excluded pending qir and further information. Based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described exposure to device contaminated with body fluid, accidental needle stick and needle cover defect with suspected device gibson easy needles 30g short in 2 dental assistants of unspecified age, sex and medical history, during dismantling. During dismantling, the needle poked 2 dental assistants through the hard purple plastic. Dismantling can happen following mishandling by the practitioner (such as high pressure applied), which may induce accidental needle stick and exposure to contaminated body fluid. However, quality defect cannot be excluded pending qir and further information. Based on the preliminary analysis, pending quality investigation, no CAPA is required.